Event description:
It was reported that this pacemaker and right atrial (ra) lead frequently exhibited multiple low out-of-range pace impedance measurements less than 200 ohms over the last year, with a recent high out-of-range pace impedance measurement greater than 3,000 ohms. Additionally, stored atrial tachy response (atr) events showed a lot of noise due to unipolar/myopotential noise on the ra channel. Lead fracture was suspected. Subsequently, this ra lead surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.